Manufacturer narrative:
Other, other text: additional information: no patient was involved. The device issue was found during testing. Device evaluation: the device was returned for evaluation. The device was given functional testing: this showed the device leaked from the function switch area. Examination showed the device housing was damaged as well. These component were replaced to address the issues. The cause of this damage was not confirmed.

Event description:
No patient involvement.

Event description:
It was reported the oxygen output and gauge required calibration. No adverse effects reported.